Event description:
It was reported that the patient has expired after an implant duration of 0.13 months. Through the operative report, it was learned that the cause of death may have been due to acute liver failure (hepatic failure).

Event description:
A customer reported she received the following erratic readings on her blood glucose meter within 10 minutes: 348 mg/dl, 316 mg/dl, 240 mg/dl and 123 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the surgeon's office (via fax), additional information and a copy the operative reports were received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.